Manufacturer narrative:
The purpose of this investigation is to evaluate the reported issues of screw fracture which led to a revision surgery on (B)(6) 2025, and infection at the site of the original implantation in (B)(6) 2025 of a creo fenestrated screw. The construct was at levels t11-l3. The broken screw was at l1 level. A representative screw part number was used for the evaluation since the exact part number was unknown and the part was not available for return due to hospital policy. No images were available. It was reported that the surgeon believed the cause of the screw fracture to be an incident of patient fall. The exact cause for the screw fracture and infection cannot be determined from the available evidence. Products are within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored.

Event description:
It was reported that a revision occurred for a creo screw that was found broken after a patient fall.